Event description:
A cusa excel console was reported to "switch off". The product was in contact with a pt and increased the surgery time by 20 minutes. The pt did not incur an injury as a result of this event. Add'l info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.